Event description:
A nurse reported that during insertion of an intraocular lens (iol), the lens became damaged in the cartridge of the iol delivery system. The damaged lens was removed, and another iol was implanted during the same procedure. Extensive suturing was required.